Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) when attempting to load multiple cartridges over the past 3 months. Review of the pump history by tandem's technical support revealed multiple alarms since (B)(6) 2016. There was no reported impact to the customer's blood glucose level. It was indicated that the customer was able to load a new cartridge successfully and will continue to use the pump for continued insulin therapy.